Event description:
During a service call on another piece of equipment, hosp supervisor asked that the injector be checked because hosp supervisor claimed it had been injecting on its own on several occasions.